Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was over 600 mg/dl. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. The customer experienced the symptom such as vomiting. Customer have the back up plan with the insulin syringes. Customer stated that they are unable to describe any possible damage to the drive support cap. Troubleshooting was done for high blood glucose. Customer was not wearing the pump at time of hospitalization. The product will not be return for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The drive support was inspected and no anomaly was noted. Device received with cracked case at the battery tube threads. Device received with broken belt clip slot. Device received with missing end cap sticker. Device received with minor scratched display window and case.